Event description:
It was reported that too much medication was infused and did not register the correct amount of medication delivered. There were no adverse consequences to the patient.

Manufacturer narrative:
Investigation conclusion: the customers complaint that too much medication had infused and did not register the correct amount of medication delivered is believed to be the result of a damaged barrel clamp sizer assembly. After the potentiometer slide and guide were properly reassembled the device was observed operating in specification. The customer did not return the pcu device, therefore programming parameters could not be determined. No errors or malfunctions were recorded in the returned pcu devices¿ error and event logs on the reported incident date of (B)(6) 2020. Functional testing observed the device unable to read installed syringes correctly. Internal inspection observed the barrel clamp sizer bracket was misaligned and the potentiometer slide and guide were mechanically disengaged. After the potentiometer slide and guide were properly reassembled functional testing and asm accuracy testing was performed and observed the device operating in specification. Device inspection: the syringe module was received with instrument seal intact. The right (male) iui was observed corrosion, damaged isolation ribs, and dry fluid residue. The left (female) iui was observed with corrosion. Internal inspection observed the barrel clamp sizer bracket was misaligned and the potentiometer slide and guide were mechanically disengaged. The incident administration set was not returned and could not be inspected. Root cause analysis: the probable cause of the customer¿s complaint of over infusion is believed to be the result of damage to the sizer mechanism resulting in the wrong syringe selection. Device history review: a review of the device history record showed the device had a manufacture date of 04jun2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device was received for evaluation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that too much medication was infused and did not register the correct amount of medication delivered. There was no adverse consequences to the patient.